Event description:
It was reported that the customer experienced low blood glucose of 44 mg/dl; treated with food. It was stated that the customer received a lost sensor alert. The insulin pump is not communicating with the transmitter. Customer removed the sensor and it was not bent or damaged. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened or used sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings.